Event description:
Retrospective review of ECG related to device use during post market study shows on-off button press during deployment. Date of event unknown. (B) (4).

Manufacturer narrative:
Device internal memory and ECG reviewed. Conclusions: report is being filed as it cannot be concluded that recurrence would not result in delay of therapy.